Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
At the preparation for use, error b31 (scope communication error) was displayed and the endoscopic image disappeared. The user replaced the subject device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined. However, as a result of the disassembling of the device, omsc surmised that this phenomenon attributed to the damage of the video connector circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.